Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due a dislocation occurred (B)(6) 2019. The dislocation happened due to a movement made by the physio during a rehabilitation session. ø40+9 humeral cup and +9 humeral spacer were removed and replaced by ø40+3 humeral cup and two +9 humeral spacer. Primary surgery occurred (B)(6) 2019.